Event description:
A report was received that the patient was experiencing new back pain. It was unknown if the new pain was device related or not. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the new pain area was not caused by the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing new back pain. It was unknown if the new pain was device related or not. The patient will undergo an ipg replacement procedure.